Event description:
On (B)(6) 2013, we received a report from our distributor that an adverse event had occurred. A patient was undergoing an elective coronary angiogram for shortness of breath. A radial approach was utilized to inject contrast into the left coronary artery. During injection and upon review of the images, the physician observed distal "cut off" of the vessel and slow flow of contrast in the adjacent circumflex artery. The physician proceeded to ask the patient to cough several times to check for responsiveness and no physical effects were noted. Oxygen was administered as a precaution. After a period of a few minutes, the patient's blood pressure and heart rate began to drop which led to cardiac arrest. CPR was administered by the physician and the emergency medical team but the patient could not be resuscitated. The patient ceased to breathe approximately 40 minutes following the cardiac arrest. This incident is currently being reviewed by the hospital and (B)(6) coroner's department with no conclusions being drawn as of yet. We have requested a copy of the autopsy report.

Manufacturer narrative:
The site's biomedical department performed an evaluation of the avanta fluid management system and did not find any malfunction. Our distributor will be performing a functional check of the avanta injector on a date that has yet to be determined. Ths customer did not retain the disposables that were in use during the reported incident; therefore, they are not available for evaluation. The customer was unable to provide the lot numbers of the disposables that were in use; therefore, we are unable to test any retained samples. The site has streamlined their protocols and added additional safety precautions to their practices; additional applications training has been scheduled. In the event additional information is obtained, a follow-up report will be submitted.